Event description:
The customer took insulin based upon his sliding scale and based upon a 229 mg/dl meter result. Seven hours later he was feeling hypoglycemic and called the paramedics. He reports back to back results of 218 mg/dl on his meter and 31 mg/dl on the emt's meter. They gave him glucose and transported him to the ER. No report of an adverse event. Controls were not run. Return requested and replacement was sent.